Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported patient had laparoscopic colon resection surgery to correct rectal prolapse and the next day developed increased pain and fever. CT revealed probable anastomotic leak and surgical repair revealed failure of anastomosis. Additionally, patient has undergone numerous surgeries since then, citing the initial failed anastomosis as to the original source.

Manufacturer narrative:
(B)(4), date sent: 03/31/2021. Additional information received: medical records. Please see attached.

Manufacturer narrative:
(B)(4). Date sent: 07/16/2021 h11: corrected data = d1; d4.

Manufacturer narrative:
(B)(4). Date sent: 07/22/2021.

Manufacturer narrative:
(B)(4). Date sent: 02/09/2021 please see attached medical records.

Manufacturer narrative:
(B)(4). Date sent: 02/10/2021.